Event description:
In july 2021 the user reported noise issues with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. Further the increased ground path impedance was very likely caused by bone growth around the reference electrode contacts. In addition in situ measurements show two channels involves in a short circuit due to undetermined reasons. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted on (B)(6) 2021.